Manufacturer narrative:
(B)(4). Although requested, the device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
Customer reported, "rn in 14a noticed fluid leakage from the connection between the clear positive pressure cap and the male end of the IV tubing. Daunorubucin (chemotherapy) was infusing at the time." No harm to patient or clinician reported. Medical intervention was not required. No additional patient or event information was provided.